Manufacturer narrative:
Following the information provided the patient fell from the bed. There was no injury. Customer alledged, that the nurse call cable, which is connected to the customer¿s internal call system, was missing. The call cable was not installed to the hospital nurse call system and therefore the bed egress alarm was not heard when patient left the bed. The alarm detects patient¿s movements, however it will not restrain patient from leaving the bed. There was no product failure. The call cable was delivered which resolve the issue - missing cable. The reasons for which the patient left the bed are not known. Arjo device failed to meet its performance specification since the nurse call cable was missing. The device was used for a patient treatment when the event occurred and therefore played a role in the event. However, there was no bed failure that would cause or contribute to the fall. The complaint was assessed as reportable due to allegation about patient's fall.

Manufacturer narrative:
The investigation is ongoing. The result wll beprovided in the final report.

Event description:
Following the information provided, the patient fell out of the arjo citadel bed frame when was trying to exit the bed. As a consequence the EKG leads were taken off. No injury occurred. The customer claimed that the patient alarming system did not call during the event. The safety sides were raised and the bed was in the lowest position.